Event description:
It was reported during a meeting with the patient for reprogramming of her scs system, the sjm representative was unable to communicate with patient's scs ipg using her patient programmer and charger. The patient stated stimulation was lost a few months ago and the ipg has not been charged since. The patient stated her ipg had been functioning normally but at some point the ipg was no longer able to communicate with her charger and stimulation was subsequently lost. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.